Event description:
During 4th attempt by nurse practitioner to repair PICC line, np attempted to pull PICC out, catheter stretched but was not removed. Following application of warm compresses, 2nd attempt to remove device caused catheter to snap. Surgery was consulted to remove catheter in right leg observed on x-ray to extend from thigh to ankle.